Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was programmed with a 2.0 unit fixed prime with a water filled reservoir which is passed over 100 units. The water did exit the infusion set. The pump passed the delivery accuracy test. No delivery anomaly was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump was received with a cracked case at the display window corner, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's blood glucose was erratic when reservoir got to 100 units of insulin. Insulin pump failed displacement test. Insulin pump would be replaced. Customer's blood glucose was unknown.